Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the patient received a vaginal burn (degree unknown) from the device. The burn was discovered post-procedure and was treated with silvadene cream. The physician saw the patient a week after the procedure, and she was fine. Only cream had been needed to treat the burn.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.